Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Review of the available records states follow-up with study manger indicated there was concern the locking bar was not fully locking in so the surgeon used a new one. However, there is no mention of the event within the medical records provided and could not be confirmed. The new locking bar was inserted with a good click in the locking mechanism. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Concomitant medical products: vanguard xp-xp e1 antioxidant infused lateral bearing 9mm x 79/83mm, catalog #: 195786, lot #: 776680. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the locking bar was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during knee arthroplasty an additional locking bar was used as there was concern for the lateral bearing not locking in. The surgeon checked the cement, and found no issue with the cement. A new locking bar was used and the other disposed of. No patient consequences were reported as a result of this malfunction.